Event description:
Customer reported device = 595 mg/dl in the am. Customer was taken to hosp at 10 am. Hosp device = 74 mg/dl. No treatment. No controls used. A request was made for return product and replacement product was sent.